Event description:
It was reported that a pump was beeping with no error message during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted that the tamper sticker was missing and the dso nub was damaged. During the functional testing, the damaged dso nub was noticed. The root cause was found to be the damaged dso nub and it was replaced. A manufacturing DHR review was performed because the device is within a year from its manufacture date. The manufacturing record showed that the device passed all functional testing. Service history review identified that this device has not been in for service previously.